Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). Possible causes were either a kinked cannula or infection, however no information was provided to support this. Multiple attempts were made to follow up with the customer, however there was no response.